Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause of the pairing failure was determined to be signal loss. The reported issue of pairing failure is reportable based on the finding of signal loss.